Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of difficulty splitting introducer was inconclusive because no sample was returned to vad for evaluation. Based on the description of the reported event, possible contributing factors include handle break force too high, material variation, and improper use; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time and the reported event could not be confirmed as a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that while inserting a catheter through the introducer sheath, the introducer would not split ay the very end just over the 1cm at the bottom. It was stated that they had to use scissors to cut the introducer off from around the catheter.